Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the ca2 calcium gen.2 (ca2) reagent on a cobas 6000 c (501) module. Since (B)(6) 2017, the customer stated that they have obtained questionable calcium results for many patients; however, the laboratory does not maintain historical records of results. The customer was able to provide one example of questionable results. On (B)(6) 2017, the initial result was 7.72 mg/dl. The result was reported outside of the laboratory to the physician. The sample was repeated with a result of 9.51 mg/dl. The patient was not adversely affected. The ca2 lot number is 17896301 with an expiration date of 11/30/2017. Calibration and qc were acceptable prior to the event. Alarm trace information was acceptable. Annual maintenance is up-to-date, the gear pump was changed less than a year ago, and the instrument has been decontaminated. The customer is cleaning the system with the wash rack, as recommended. Water quality was acceptable for the required ph and conductibility. The customer does not have issues with any other assays. The customer performed precision checks which were acceptable. The field service representative checked the sample and reagent probes, washing station, and sample and reagent needles and did not detect any issues. He changed the sample probe and the washing station nozzle tips.

Manufacturer narrative:
The field service representative was dispatched to the customer a second time. He checked and replaced the rinse tubing. The customer reported no further issues. Based upon this information, the issue was hardware related and resolved by the service actions.